Event description:
According to the literature, the sensor caused a reversible skin lesion in the patient undergoing surgery. The electrodes were applied, the patient was positioned, and pressure areas were carefully padded and used for monitoring during this uneventful 2.5-hour procedure. After removing the electrodes, well-defined, erythematous markings were observed on the skin, corresponding to the electrode placement sites. These markings were classified as non-blistering, non-urticarial, and blanching; there were no other signs of a systematic allergic reaction. The marks were not typical of allergic contact dermatitis but more likely due to an irritant and the pressure effect of the monitor. A follow-up visit three weeks later revealed the near disappearance of the marks.

Manufacturer narrative:
Contact dermatitis with the bispectral index, ¿ quarto covidien sensor, authors: s. Swami, s. Harte, and k. Fitzgerald, ir med j; february 2024; vol 117; no. 2; p921 22nd february, 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.